Manufacturer narrative:
(B)(4). Device received with blank display due to battery tube was shifted down. Unable to verify failed battery alarm due to blank display noted. Device received with end cap broken off.

Event description:
The customer reported via phone call that their insulin pump was damage. Customer¿s blood glucose level was unknown. Customer also stated that there was crack on insulin pump and it was not working. It was also reported that the insulin pump had battery failed alarm. The insulin pump will be returned for analysis.